Event description:
It was reported that during a bicep repair on (B)(6) 2011, with a male patient, the surgery went well and the case was successful. The patient has complained of pain and swelling four to six months post op. Since the pain has continued, the doctor feels break down of the screw may be reacting with the patient. The evidence of this assumption is due to the fact that the x-rays are showing that the screw hole is getting bigger. It is felt that the absorption of the screw may be deteriorating the bone. No revision surgery scheduled at this time but it may be an option in the future.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.